Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
See additional MFR narrative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that after reprogramming, the patient felt fine for a few days, but then started vomiting daily in (B)(6) 2017. It was indicated that the patient needed to be reprogrammed again, but the facility didn't have a clinician programmer. There were no further complications reported as a result of this event. Additional information from the healthcare provider reported the patient had their implantable neurostimulator (ins) adjusted with a clinician programmer on (B)(6) 2017. The next day the patient started feeling "bad" and from that point the symptoms got worse. The event was noted to be sudden. The hcp was trying to work with a manufacturing representative (rep). No further complications were reported/anticipated.